Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power alert. Customer's blood glucose was unknown mg/dl. Customer didn't received a low battery alert prior to the off no power alert. Customer stated that battery is not previously used. Customer stated the battery cap is not loosed, cracked or damaged. The customer stated this is not the second occurrence of off no power. The customer was advised to insert a new energizer aaa alakline battery. The customer was advised to monitor the insulin pump.